Event description:
It was reported that an intraocular lens (iol) was injected and one of the haptics was amputated. It was noted that the lens was fully inserted. The customer had to remove the lens and replace it with another one. No other information was provided.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes returned to manufacturer on: feb. 29, 2024. Section h3. Device evaluated manufacturer? Yes device evaluation: visual inspection of the complaint lens reveal that it was stuck in the cartridge. The lens could not be removed from the cartridge; therefore, no further evaluation could be performed. A piece of haptic was also received inside the daisy wheel, indicating that the haptic was damaged/broken. The complaint issue "haptic detached was not identified during product evaluation. The observed "haptic damaged" is similar to the reported complaint issue . However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.